Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The biomedical engineer (bme) identified during preventive maintenance that touchscreen is not functioning. Bme confirmed the reported failure. The bme replaced the filter/bezel assembly, which resolved the problem. The unit has returned to service mode. The device was not in use on a patient, and there was no patient or user harm reported.